Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-apr-2007, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 174 mcg/day via an implanted pump for intractable spasticity and cerebral palsy. It was reported an infection occurred and the pump was explanted on (B)(6) 2018 (event date reported). The pump and catheter were returned. The reason for the pump and catheter removal was infection. There was no patient injury and the patient recovered without sequela. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Non-destructive analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.